Event description:
3 of 3 reports. (Same patient, same event, same product ID, different lot numbers). Other mfg report numbers: 3013886523-2022-00352 and 3013886523-2022-00353. A facility reported 3 cerelink sensors which icp line disappeared and were removed/replaced. The fourth sensor (directlink) had a good signal.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated under the CAPA.